Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, vomiting and low sodium levels the patient was treated with IV fluids (intravenous), phosphorus, sodium, and magnesium. The patient was released six days later. The pod was worn when seeking medical attention.